Event description:
Treatment of a stroke. During the mechanical thrombectomy, the solitaire stent detached on the third pass between the distal portion of the internal carotid and middle cerebral artery. The stent along with the part of the thrombus was retrieved with an amplatz gooseneck snare.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. The instructions for use (IFU) states "do not use each solitaire fr revascularization device for more than two flow restoration recoveries."(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.